Manufacturer narrative:
The complaint was verified upon evaluation of the device. An exact root cause could not be determined with confidence as several factors can contribute to the failure. It is possible that the suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. Clogging of the wands suction is typically caused by large, ablated tissue remnants. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the wand was clogging and not functioning properly. The procedure was successfully completed using a competitive device. There have been no reported patient complications.